Event description:
The manufacturer received information from a third party service center alleging a ventilator would not work on ac power. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply and power management board were replaced to address the issue.